Event description:
During multiple procedures, the monarch robot navigation system was unsure which area of the lung it was in with distance measurements varying up to 30mm. Biomed was able to recreate product issue in demo environment. Problems intermittently began after software update 5 weeks ago but became more consistent last week.